Manufacturer narrative:
The insulin pump was received with a critical error open book error due to corroded electronic assembly also, the motor assembly was found with traces of corrosion. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that they received critical pump error image on the pump screen. The customer's blood glucose was 117 mg/dl. The customer was advised that the device would be replaced and revert to a backup plan.